Event description:
The affiliate stated the customer reported falsely elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit and within the risk stratification, for one patient, involving the unicel dxi 800 access immunoassay system. The elevated results were released out of the laboratory and the e.r. (Emergency room) questioned the original result as it did not correlate with the results from another sample. Consequently, the patient was treated with a beta blocker, an ace inhibitor, and anticoagulants. There has been no report of current patient outcome. No additional incident-specific information has been received from the customer. The customer then re-centrifuged and analyzed the sample on the original and an alternate unicel dxi 800 system and obtained lower but varying results, between the two instruments. The original sample was reanalyzed, on the same instrument, the following day, and a lower result (within the normal reference range) was obtained. The patient's samples were collected in 5.0 ml becton dickinson (bd) lithium heparin plasma tube and centrifuged in a statspin for five minutes, at room temperature. The customer indicated quality control (qc) was within the acceptable range at the time of the event. No system errors were observed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the acrylic block on wash pump #1 cracked and replaced the pump assembly. The fse noted the pump belt required tension adjustment and performed the adjustment. The fse noted the bearings and bearing shaft on the eject plate of the wash assembly showed signs of wear and replaced the bearing housing, bearings and bearing shaft. The fse performed aspirate plate and dispense plate adjustments, and aspirate plate-to-rv (reaction vessel) bottom and dispense plate-to-rv alignments. The fse replaced the aspirate probes and aspirate pump peristaltic tubing. The fse verified pipettor alignments and noted high sensitivity (hs) system check and precision test passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.